Manufacturer narrative:
The returned device analysis could not confirm the reported defective cap seal as the o-ring was observed to be normal with no rupture/tear. The reported leak was confirmed. The reported mechanical jam was not confirmed as there was no difficulty observed in threading/unthreading the lock lever cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. A cause for the reported mechanical jam cannot be determined. A cause for the reported defective cap cannot be determined. It is likely that the ruptured o-ring was related to the user perception as the o-ring was not observed to be ruptured in the returned device analysis. The investigation determined the reported leak appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the o-ring had slightly ruptured.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, a leak was observed at the cap of the lock lever. It was noted the cap was very difficult to unscrew and although troubleshooting was performed, the leak was unable to be fixed. Therefore, the clip delivery system (cds) was not used and was replaced. After the procedure, it was observed the seal on the cap and lock lever was defective. There was no clinically significant delay in the procedure. No additional information was provided.